Manufacturer narrative:
(B)(4).

Event description:
Procedure: colectomy functional end to end anastomosis. Customer states that after right hemicolectomy, surgeon fired idrive twice with 2 egia60amt reloads to resect the specimen without incident. Then he/she fired idrive with the egia60amt for side to side anastomosis. After the firing, he/she pushed release button and the jaws could open completely, but the device would not be pulled back. Intestinal mucosa was stuck into the outside channel of the cartridge fork at its distal end. As the stuck tissue would not remove with tweezers, surgeon cut the tissue and could remove the device. The tissue was reinforced by suture. They confirmed that the staple line was completed. After that, enterocolostomy was performed without problem and the procedure was completed. Operating time extended: less than 30 min. No bleeding.